Event description:
It was reported that the balloon was broken. The target lesion was located in the right coronary artery. A 10/3.50 flextome cutting balloon was selected for use. During the procedure while outside the patient, it was noted that the balloon was broken. The procedure was completed with another of same device. No complications were reported. Patient condition was stable. It was further reported that the mentioned balloon broken pertains that the balloon ruptured. The issue occurred outside patient's body.

Manufacturer narrative:
F10. Device codes updated from break 1069 to material rupture 1546. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located at the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft or hypotube of the returned device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon was broken. The target lesion was located in the right coronary artery. A 10/3.50 flextome cutting balloon was selected for use. During the procedure while outside the patient, it was noted that the balloon was broken. The procedure was completed with another of same device. No complications were reported. Patient condition was stable.